Event description:
It was reported the wire of this polypectomy snare became embedded in the polyp during removal. No cautery could be generated. The handle of the snare was cut and another snare was advanced to remove the original snare wire and polyp without further incident. The patient was admitted overnight for observation and was discharged the following day. The patient's condition is good. No patient sequelae resulted from this event. The device has not been received by this manufacturer. Therefore, a failure analysis is not available. The company follow up indicated user technique may have contributed to this event. However, without evaluating the device, company is unable to determine the exact cause for this event at this time.